Event description:
Reportedly, the caregiver found that the alarm was not working in the quiet mode. Later, the ventilator was returned to the distributor and the panel pcb was found to be defective. Please note that there was no serious injury in this case.